Event description:
According to the reporter: a black piece on the device came off the hand piece. The device and the little black piece were removed from the sterile field. The surgeon used another device without further consequence. No other information related to patient available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity.

Manufacturer narrative:
(B)(4).